Event description:
A report was received that the patient was experiencing sensitivity and pain at the pocket and the lead site. The patient underwent an explant procedure and was reportedly doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2366-50. Serial/lot #: (B)(4), description: linear 3-6 lead, 50cm model #: sc-4316. Serial/lot #: (B)(4), description: clik anchor. The explanted devices were not returned to bsn as they were kept by the medical facility.